Manufacturer narrative:
Device has been evaluated but not repaired.

Event description:
The manufacturer received information alleging a ventilator's pressure did not increase. There was no harm or injury reported. The ventilator was returned to the manufacturer's service center for evaluation and the customer's complaint was confirmed. The device's active exhalation control module needs replaced to address the issue.